Event description:
Information was received indicating that the temperature of a smiths medical level 1 hotline low flow system needed to be calibrated and was not matching with the tester temperature. No adverse effects were reported.